Event description:
It was reported that a pump volume discrepancy was noted. The expected reservoir volume was 6 ml and the actual reservoir volume was 20 ml. No pt symptoms were reported. Drug, concentration and dosage info was not provided. Device troubleshooting was recommended. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.